Event description:
A customer observed biased chol qc results on the dt60 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the calibration responses and parameters were not typical. Troubleshooting activities performed prevented checking for a user-induced slide tracking error. After powering the analyzer off and recalibrating, the responses were typical, and acceptable qc results were obtained. The most likely root cause of the event is a user-induced slide tracking error, but this could not be confirmed.